Manufacturer narrative:
The lot number of the device is not known; accordingly a review of the device history record could not be conducted. The complaint device was not returned, therefore no physical examinations could be performed. It could not be confirmed that the reported device was manufactured by cook medical. Based on the information provided, no product returned, and the results of our investigation; a definitive root cause could not be determined. Risk assessment could not be conducted without a known product identifier.

Manufacturer narrative:
The device has not yet returned for evaluation.

Event description:
It was reported, during an intervention, a portion of a device was found under fluoroscopy. The device was removed using a snare in an already accessed portion of the body. The device was removed without incident or harm to the patient. No adverse effects have been reported. The device is unknown. It is believed to be related to a flexor raabe guiding sheath but it is unable to be confirmed.